Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 248 mg/dl, 108 mg/dl, 178 mg/dl and 104 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter alleged that on a different day, an additional comparison of 400 mg/dl and 175 mg/dl were obtained within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.